Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a secondary procedure was performed to reposition the light adjustable lens (lal) into the capsular bag due to inadvertent placement into the sulcus during primary cataract surgery and subsequent pigment dispersion.